Event description:
It was reported that the tubing of a mirafilter IV extension set leaked ¿at the weld.¿ it was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was not returned for evaluation. However, a retained sample was evaluated (visually inspected and flow tested) against the reported condition. The device operated within the desired product specifications. The condition could not be verified based off the information provided. Should additional relevant information become available, a supplemental report will be submitted.